Manufacturer narrative:
The device was tested and found to deliver within specification.

Event description:
"Event desc: syringe pump was set to infuse the medication gentamycin over 30 minutes. Ten minutes after the infusion was started, the pump was alarming. On checking the alarm, it was noticed that the syringe was completely empty. The pump was still set to run for another 20 minutes, so it was not an error in setting the rate or time to run in. It seemed that the pump malfunctioned and ran the dose in over 10 minutes instead of 30. The pt was thoroughly assessed and biomed was called about the equipment malfunction. Doctor was noticed; no harm to the pt. Device usage problem: device malfunction that is, the device did not do what it was supposed to do. Other: biomed could not duplicate the problem".